Manufacturer narrative:
G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - vyaire medical's technical service team utilized the log file analysis tool and it appeared to be an issue with the blower check voltage not being present with the power board. A replacement of the power board was shipped to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: the bellavista ventilator is giving tf 401 alarm. Analyzed logs and found that it is occurring with tf 316 as well. The reported issue was discovered during testing, therefore, no patient involvement.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The main electronic assy bellavista 1000 uut (unit under test) was installed into a known good top level system and upon start up the blower was heard attempting to cycle up to blow multiple times but failed each time, and alarms tf 401 and 316 triggered on the home screen. The reported failure was confirmed and isolated to damage on the blowing driver hardware of the main electronics board.